Event description:
Boston scientific received information that during a recent right ventricular (rv) lead revision for possible dislodgement, it was noted when the lead was placed back into the device header, there was a large amount of noise, and impedances fluctuated from 380 to greater than 2500 ohms. The physician decided this was a device issue, and explanted and replaced the device at that time. The chronic rv lead was implanted into the new device and impedance measurements were normal and within range. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the device never triggered a replacement indicator while implanted. Telemetry operations with the rrp software and zoom programmer were normal. The hex memory download completed. 1 hardware reset was logged. The reset was a rate fault reset which occurred at implant based on the daily measurement table and had no effect on therapy. The pacemaker (pg) paced and sensed normally with a magnet rate of 100ppm. Forced lead impedance measurements were performed at returned parameters with 250. 500, 750 and 1000-ohms loads. Normal values were noted. The pg was programmed to temp mode 6.5, 0.4ms. Pacing output measured 6.29 volts and the ventricle measured 6.28 volts. The bench top tester was used to inject a 100ppm 21.0ms and 2.8 mv haversine signal in the ventricular chamber. The device detected the 2.8 mv signal. Pg was manipulated while pacing was monitored. No pauses in pacing were noted, and both setscrews move freely. Additionally an is-1 lead was inserted and retracted without difficulties. Upon a microscope visual inspection of the header, it showed signs that a lead was fully inserted. Printouts noted a forced lead impedance of >2500 in ventricular chamber. The pg was once again tested and passed all electrical tests.